Event description:
Customer called on (B)(6) 2011, to report that the unicel dxh 800 coulter cellular analysis system was bubbling and dripping approximately 10 milliliters of liquid that was slightly bloody from the nucleated red blood cell (nrbc) mix chamber on the air mix and temperature control (amtc) module. On the that day, (B)(6) 2011, the customer technical specialist (cts) assisted customer via telephone with troubleshooting the instrument, but the issue was not resolved. Customer stated that tube stopper material was removed from the nrbc mix chamber during the troubleshooting. Customer requested onsite service, which was then scheduled by the cts; however, customer cancelled the requested service on the following day. This report is based on the event that occurred (B)(6) days later, on (B)(6) 2011, when customer called back to report observing fluid on the samples tubes of the same dxh 800 instrument. On the same day, (B)(6) 2011, the field service engineer (fse) was on-site for the issue of fluid on the tubes and cleaned out the nrbc chamber drain port that was plugged by a piece of tube stopper. There were no further reports of nrbc chamber overflow or fluid on the tubes after the repair. The root cause for the leak is that the nrbc mix chamber drain port was plugged with a piece of tube stopper. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for the former event referenced, which took place on (B)(6) 2011, is (B)(4); a medical device report based on that event was filed as medwatch #1061932-2011-02708. (B)(4).